Manufacturer narrative:
A1: patent identifier:(B)(6). B2: date of death: updated.

Event description:
Respond clinical study it was reported that structural valve degeneration, pulmonary edema and death occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Nine days post index procedure, the subject was discharged on clopidogrel. Event description: on (B)(6) 2020, 1611 days post index procedure, echocardiogram revealed severe aortic valve degeneration with stenosis gradient of 84/49 mmhg, and aortic valve area index of 0, 42cm2/m2. The subject was scheduled for a valve in valve procedure as an action to treat the degeneration. On (B)(6) 2020, 1733 days post index procedure, the subject died after a diagnostic catheterization was performed, due to pulmonary edema. The valve in valve procedure was never performed. It was further reported that in (B)(6) 2020, 1723 days post index procedure, the subject was admitted to the hospital for the degeneration of the lotus valve. On the day of admission, the subject was alert and oriented. Physical examination revealed 3/5 systolic murmur with sp oxygen at 90%. On (B)(6) 2020, the subject had obstructive calcific coronary atherosclerosis for which the subject underwent coronary angiography. The subject was stable post angiography. On (B)(6) 2020, the subject had a transfusion of red blood cells(rbc) but due to an increase in fever transfusion was interrupted. On (B)(6) 2020, the subject had an increment of cough and respiratory impairment. Upon physician arrival, the subject was pale, sweating and in evident respiratory distress for which 5 vials of lasix were administrated with starting perganit continuously infusion. The subjects oxygen saturation level was not improved and went down. After that subject was transferred to the intensive care unit(ICU) due to worsening condition of pulmonary edema and frothy sputum. Noninvasive ventilation with a facemask was applied, but the patient was pale and cold sweating with pinkish frothy secretions seen. The subject had loss of consciousness and bradycardia/asystole for which CPR was started with 2dc shocks with administered 6vials of adrenaline. 40 minutes later, 5 more vials of lasix were administered without pulse recovery and with evidence of progressive bradycardia through asystole. Per the autopsy report, micro findings showed degeneration of the 25mm lotus valve in sequelae of the prior tavr procedure. Sequelae of past coronary vascularization with a stent to the left main and left anterior descending artery for obstructive calcific coronary atherosclerosis, congestive heart failure with pulmonary edema, bilateral hydrothorax and multi-organ congestion were noted. The cause of death is reported as congestive heart failure.

Event description:
Respond clinical study it was reported that structural valve degeneration, pulmonary edema and death occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Nine days post index procedure, the subject was discharged on clopidogrel. Event description: on (B)(6) 2020, 1611 days post index procedure, echocardiogram revealed severe aortic valve degeneration with stenosis gradient of 84/49 mmhg, and aortic valve area index of 0, 42cm2/m2. The subject was scheduled for a valve in valve procedure as an action to treat the degeneration. On (B)(6) 2020, 1733 days post index procedure, the subject died after a diagnostic catheterization was performed, due to pulmonary edema. The valve in valve procedure was never performed. It was further reported that on (B)(6) 2020, 1723 days post index procedure, the subject was admitted to the hospital for the degeneration of the lotus valve. On the day of admission, the subject was alert and oriented. Physical examination revealed 3/5 systolic murmur with sp oxygen at 90%. On (B)(6) 2020, the subject had obstructive calcific coronary atherosclerosis for which the subject underwent coronary angiography. The subject was stable post angiography. On (B)(6) 2020, the subject had a transfusion of red blood cells (rbc) but due to an increase in fever transfusion was interrupted. On (B)(6) 2020, the subject had an increment of cough and respiratory impairment. Upon physician arrival, the subject was pale, sweating and in evident respiratory distress for which 5 vials of lasix were administrated with starting perganit continuously infusion. The subjects oxygen saturation level was not improved and went down. After that subject was transferred to the intensive care unit(ICU) due to worsening condition of pulmonary edema and frothy sputum. Noninvasive ventilation with a facemask was applied, but the patient was pale and cold sweating with pinkish frothy secretions seen. The subject had loss of consciousness and bradycardia/asystole for which CPR was started with 2dc shocks with administered 6vials of adrenaline. 40 minutes later, 5 more vials of lasix were administered without pulse recovery and with evidence of progressive bradycardia through asystole. Per the autopsy report, micro findings showed degeneration of the 25mm lotus valve in sequelae of the prior tavr procedure. Sequelae of past coronary vascularization with a stent to the left main and left anterior descending artery for obstructive calcific coronary atherosclerosis, congestive heart failure with pulmonary edema, bilateral hydrothorax and multi-organ congestion were noted. The cause of death is reported as congestive heart failure.

Manufacturer narrative:
A1: patent identifier: (B)(6). B5: adverse event or product problem: updated. B6: relevant tests / laboratory data: updated. B7: other relevant history: updated. H6: patient codes: updated.

Event description:
Respond clinical study. It was reported that structural valve degeneration, pulmonary edema and death occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Nine days post index procedure, the subject was discharged on clopidogrel. Event description: on (B)(6) 2020, 1611 days post index procedure, echocardiogram revealed severe aortic valve degeneration with stenosis gradient of 84/49 mmhg, and aortic valve area index of 0, 42cm2/m2. The subject was scheduled for a valve in valve procedure as an action to treat the degeneration. On (B)(6) 2020, 1733 days post index procedure, the subject died after a diagnostic catheterization was performed, due to pulmonary edema. The valve in valve procedure was never performed. It was further reported that in (B)(6) 2020, 1723 days post index procedure, the subject was admitted to the hospital for the degeneration of the lotus valve. On the day of admission, the subject was alert and oriented. Physical examination revealed 3/5 systolic murmur with sp oxygen at 90%. On (B)(6) 2020, the subject had obstructive calcific coronary atherosclerosis for which the subject underwent coronary angiography. The subject was stable post angiography. On (B)(6) 2020, the subject had a transfusion of red blood cells(rbc) but due to an increase in fever transfusion was interrupted. On (B)(6) 2020, the subject had an increment of cough and respiratory impairment. Upon physician arrival, the subject was pale, sweating and in evident respiratory distress for which 5 vials of lasix were administrated with starting perganit continuously infusion. The subjects oxygen saturation level was not improved and went down. After that subject was transferred to the intensive care unit(ICU) due to worsening condition of pulmonary edema and frothy sputum. Noninvasive ventilation with a facemask was applied, but the patient was pale and cold sweating with pinkish frothy secretions seen. The subject had loss of consciousness and bradycardia/asystole for which CPR was started with 2dc shocks with administered 6vials of adrenaline. 40 minutes later, 5 more vials of lasix were administered without pulse recovery and with evidence of progressive bradycardia through asystole. Per the autopsy report, micro findings showed degeneration of the 25mm lotus valve in sequelae of the prior tavr procedure. Sequelae of past coronary vascularization with a stent to the left main and left anterior descending artery for obstructive calcific coronary atherosclerosis, congestive heart failure with pulmonary edema, bilateral hydrothorax and multi-organ congestion were noted. The cause of death is reported as congestive heart failure. It was further reported that in (B)(6) 2020, on the day of admission the subject reported dyspnea on mild exertion and had severe hypoacusis. Physical examination revealed at 3/6 systolic murmur, not 3/5 as previously reported. On (B)(6) 2020, cardiac surgery consultation was requested and planned for the tav-in-tav procedure. The subject had prolonged hospitalization. The previously reported findings of the autopsy were macro findings, not micro.

Manufacturer narrative:
A1: patent identifier:(B)(6).

Manufacturer narrative:
Patent identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that structural valve degeneration, pulmonary edema and death occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject did not receive any loading doses of aspirin or other antiplatelet medication. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Nine days post index procedure, the subject was discharged on clopidogrel. Event description: on (B)(6) 2020, 1611 days post index procedure, echocardiogram revealed severe aortic valve degeneration with stenosis gradient of 84/49 mmhg, and aortic valve area index of 0, 42cm2/m2. The subject was scheduled for a valve in valve procedure as an action to treat the degeneration. On (B)(6) 2020, 1733 days post index procedure, the subject died after a diagnostic catheterization was performed, due to pulmonary edema. The valve in valve procedure was never performed.